Manufacturer narrative:
Patient weight and ethnicity: unknown/ asked but not available. If explanted, give date: not applicable, as the lens remains implanted in the eye. The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye, however, was removed and replaced with another lens of same model and diopter due to broken haptic. However, the same lens had problem inserting into the eye. This lens too was then removed and another lens of same model, but of slightly lower diopter was used as the replacement. The incision was closed with 10-0 nylon suture. Post implantation of the third lens, there was increased intraocular pressure, and the patient was treated in the clinic. The patient's condition was stable at the first post operative visit. This lens remains implanted. No other information was provided. This report captures the implanted third lens after which the patient had increased intraocular pressure. Separate reports are being submitted to capture the events with other two lenses.

Manufacturer narrative:
Following additional information was received from the facility and corresponding fields in the report are updated accordingly: section a5: ethnicity/race: not hispanic/ latino, white. Section b5: additional information was received which revealed that the patient had pre-existing mixed-mechanism glaucoma and the condition of increased intraocular pressure was treated with topical gtts, oral diamox and anterior chamber washout. Correction: section h6: health effect - impact code: 4644 - medication required, instead of 4648 - insufficient information. Section h6: health effect - impact code: 4625 - additional surgery all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.